Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 4-month-old male patient, the associated device was unable to obtain and ECG signal using these electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please references sections d4: lot number and expiration date and h4. Evaluation results: the electrode pads were returned to zoll medical corporation for evaluation. Our evaluation indicated that the posterior pad with the blue layer of foam had been seperated from the bottom white layer of foam. The white layer of foam on the electrode pads contains the tin and gel. This failure was attributed to the electrode not being properly removed from the packaging by the user. This was also confirmed by the customer. The one-step pediatric CPR electrodes instructions for use states: to grasp the electrode from the bottom red tab and peel from the plastic liner. It's important to note that the electrodes and defibs are to be used by trained personnel as stated in labeling. Analysis of reports of this type has not identified an increase in trend.